Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded esc and act button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case at reservoir tube window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Leading to the alarm, the customer stated that the buttons were not responding during bolus programming. The customer's blood glucose was 134 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.